Manufacturer narrative:
The customer's prod has been requested back for an investigation. A f/u report will be submitted if the meter is returned.

Event description:
A customer reported she lost consciousness due to readings she rec'd on her meter. The customer reported obtaining the following non-consecutive readings: 116 mg/dl at 22:13 h and 111 mg/dl at 22:46 h. No third-party medical intervention was required. The customer reportedly ate glucose tablets and drank orange juice to counteract the event. There was no report of death or permanent impairment associated with this event.